Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography showed the patient had a potential type 3b endoleak. The physician elected to reline the initial devices by implanting an additional bifurcated stent and a suprarenal aortic extension. At the completion of the secondary intervention it is unknown the final patient status. To date there have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body stent. Additionally there was evidence to reasonably support the following observation; stent case dilation at the superior stent margin of the main body stent. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity [fabric breach, and stretched fabric] was the use of strata material in combination with a protruding calcification near the bifurcation. No procedure, user or other anatomy-related contributing issues, and/or cautionary and off-label product use conditions could be identified due to the lack of medical information surrounding the implant and the event procedure. No procedure-related harms could be determined. Clinical harms associated with this device malfunction were: type iii endoleak; sac growth (5.5 mm/4 months); and, pain. The final patient disposition could not be determined. It was reported that the patient was doing well. There have been no further reports of negative patient sequelae. Aa root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.